Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The coil stretched during inserting into the target aneurysm.

Manufacturer narrative:
The 2.5x4.5 orbit mini complex fill coil (B)(4) stretched during inserting into the target aneurysm. It was indicated that there was no event or product problem outcome and no potential adverse event. There was no resistance/friction at any time during use of the device prior to the reported stretching. It is not known if the microcatheter was repositioned over the coil while the coil was deployed out of the distal end of the microcatheter. No further information is available. A non-sterile orbit mini complex fill 2.5x4.5 system was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer, the support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis of the returned device. The cause of the kinks found on the device and the stretched conditions of the embolic coil could not be conclusively determined. With review of the analysis and device history records there is no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failures leaving from the facility. It is possible that procedural factors, device manipulation and device interaction resulted in the stretching of the coil; however due to the lack of clinical information, no conclusion can be made. Therefore no corrective action will be taken at this time.